Event description:
Additional information received from the company representative reported that the cause of the volume discrepancy was not determined.

Manufacturer narrative:
The devices were returned but analysis has not yet been completed. A follow up report will be sent once analysis results are made available. Continuation of d10: product ID 8780, serial# (B)(6), explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative reported that the patient's last refill on (B)(6) 2023 was 40 ml at a daily rate of 1104mg (0.55ml) per day. On (B)(6) 2023 the medication was removed from the pump and there was 35 ml remaining. Based on the 0.55 ml per day for 21 days, the expected remaining volume should have been 28.41 ml +/- 2 ml, so there was a discrepancy of ~ 6.59 ml. 15 ml was replaced on (B)(6) 2023 as a precaution in case some medication was being delivered.

Manufacturer narrative:
H3. Analysis of the pump (serial number (B)(6) revealed a hybrid (circuit board) anomaly. Analysis identified that the pump was non-functional. H6. Patient code e0733 is not applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative (rep), regarding the patient receiving baclofen 1104 m cg/day, 2000 mcg/day via an implantable pump for intractable spasticity. It was reported, that the patient was hospitalized on (B)(6) 2023 with some agitation and fever. On (B)(6) 2023, a hospital staff attempted to interrogate the pump and was getting a repeated pump not found message. They used multiple tablets and even used the cable and connected the communicator to that and the tablet. The hospital staff did a x-ray and confirmed, the pump was not flipped. The rep attempted interrogation and got "pump not found. Which they stated, seemed to show up very quickly on the screen". The pump critically alarmed, while they were interrogating the pump, but only during this period. It was noted, with each re-interrogation attempt, the pump alarmed critically alarmed. It was noted, that the patient had no radiation therapy or unique electromagnetic interactions with the pump. The patient had hyperbarics in the past, but had no issues with the pump at this time. The rep later stated, they also attempted interrogation with an 8840, but were still unsuccessful. They were treating the patient with oral baclofen. Technical services discussed to attempt a emergency stop with the 8840 and then to reattempt interrogation. Discussed pump replacement and analysis of the pump. Additional information received from the company representative on (B)(6) 2023 reported, that the cause of the alarm was not determined. The cause of the patient's symptoms was pneumonia. And itb failure based on the amount of drug that was left in the pump from their last refill, it was in excess by approximately the number of days since the symptom onset. Actions to resolve the issues included antibiotic therapy and oral dosing of spasticity medication. The entire system was then explanted on (B)(6) 2023. The event was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(4), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.